Event description:
It was reported that a user of the ilet experienced hyperglycemia after a dinner announcement, with a reported blood glucose up to 349 mg/dl after eating a veggie sandwich and chips, and values trending downward following correction doses; the user also reported recurrent issues with infusion sets and requested replacement cartridge kits and connectors. Symptoms included high blood glucose. Outcomes included self-management with correction dosing and shipment of replacement supplies, with troubleshooting and education completed. Investigation included a review of user-reported history, device use, and coaching on continued corrections. Investigation of this case revealed no confirmed device malfunction, and the event was consistent with hyperglycemia of unclear cause in the context of meal intake and possible infusion set issues. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.